Manufacturer narrative:
As reported, upon insertion of a 5f mynx control vascular closure device (vcd) into an unknown sheath, the sealant tip split, exposing the sealant which started to swell. The sealant was exposed to blood during attempted insertion. The sealant sleeve was separated by the device ¿wire¿ during insertion. The "wire tip" of the device is the atraumatic tip. The sealant was prematurely exposed during insertion into the sheath. A new unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The sealant sleeves (cartridge assembly) looked normal during prep. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at that time. The sealant was not deployed intravascularly. The user was trained to the device. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves and exposed to blood. The device was inspected for damages/anomalies that may have contributed to the reported failure, and there were frayed/split/torn conditions observed to the sealant sleeves. A dimensional test was not performed on the returned device due to the frayed/split/torn conditions observed to the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed with no issues noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed frayed/split/torn. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were confirmed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon insertion of a 5f mynx control vascular closure device (vcd) into an unknown sheath, the sealant tip split, exposing the sealant which started to swell. The sealant was exposed to blood during attempted insertion. The sealant sleeve was separated by the device ¿wire¿ during insertion. The "wire tip" of the device is the atraumatic tip. The sealant was prematurely exposed during insertion into the sheath. A new unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The sealant sleeves (cartridge assembly) looked normal during prep. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at that time. The sealant was not deployed intravascularly. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.